Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode exhibited low signal amplitude following the initial implant procedure. The following day, a chest x ray was performed which did not reveal any dislodgement. Poor sensing was observed in the supine position. It was decided to reposition this electrode. This electrode remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode exhibited low signal amplitude following the initial implant procedure. The following day, a chest x ray was performed which did not reveal any dislodgement. Poor sensing was observed in the supine position. It was decided to reposition this electrode. This electrode remains implanted. No additional adverse patient effects were reported. Additional information was received that this patient experienced chest pain and shortness of breath, fell at home and lost consciousness. Cardiopulmonary resuscitation was performed by this patients family and this patient was hospitalized. It was noted the cardiac arrest was due to coronary angina pectoris. The smart pass feature had been disabled. It was though that undersensing had been present either due to noise or an arrhythmia. This electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were explanted and a transvenous system was implanted because of the need for pacing. Analysis was performed which noted no sign of a tachy arrhythmia before the event and that undersensing of ventricular tachycardia (vt) or ventricular fibrillation (vf) was unlikely. No additional adverse patient effects were reported.